Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk drive and the general purpose operating system were replaced. The software was reloaded and the nodes were restored. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.